Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to an impella removal interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle device. An attempt was made with another prostyle device; however, when the foot of the device was opened, the foot caught subcutaneous tissue. It was discovered that the foot was opened too early (by the physician) and the device was still in the tissue tract when the foot was opened. No treatment was performed for the tissue damage. The device was removed and the sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the impella removal procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the corrective and preventative actions (CAPA) was performed and revealed no indication of a product quality issue. No product record review was completed as no lot information was provided and the device was not returned. The reported needle to cuff miss cannot be confirmed. Based on the reported information the investigation determined that the reported needle to cuff miss appears to be related to circumstances of the procedure. In this case, it is likely interaction with anatomy lead to the reported failure to cycle. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.